Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The manufacturing representative reported the physician was unable to insert stylets into the lead. The customer opened the lead and removed the standard stylet and could not reinsert any of the stylets into the lead including the one that came with the lead. No patient was involved; they discarded the failed lead and used a new lead for the procedure.

Manufacturer narrative:
Analysis of the lead (s/n (B)(4)), found the stylet could not be inserted past connector #6 due to blockage from the coating of the stylet coil.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.